Event description:
Patient presented to the physician with an infection at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the or 4 days later and removed the entire inspire system.